Event description:
It was reported that the patient underwent a right knee revision approximately 8 years post implantation due to a crack in the medial femoral condyle. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual examination of the returned product/provided pictures identified sign of being in-vivo. Bone cement was adheres to the femur; which prevent us from knowing the lot number. The medial condyle was fractured. Device was submitted for further analysis. Analysis determined fracture might be consistent with fatigue fracture. However, exact fracture failure mode cannot be determined. Material analysis found it consisted with print specification. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that the chronic fracture noted distal to the medial and lateral femoral condyles. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.